Manufacturer narrative:
Manufacturer report no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported "IV tube set error" which were reproduced with a false upstream occlusion alarm.. The false messages were confirmed through review of the event history log. Evaluation found the upper and lower readings on the ultrasonic sensor to be low with a fluid filled tube caused by a failed upstream sensor. The failed upstream sensor was replaced. (B)(4).

Event description:
It was reported that a spectrum pump constantly displayed "IV tube set error" in the "medical fall". It was also reported there was no patient involvement.